Manufacturer narrative:
The lens was not returned for evaluation. Inspection on a retain sample from the same lot was performed with all dimensional measurements found to be within specification. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted and could not be repositioned. The lens was explanted and replaced with a different model lens. The patient's current prognosis is good.

Event description:
Corrected information was received from the surgery center reporting that the lens remains implanted. The lens was repositioned on (B)(6) 2015 and not explanted.